Event description:
It was stated that the buttons were not responding. It was also stated that the insulin pump may have been exposed to water. The reported blood glucose reading was 329 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. Unable to test for the keypad anomaly, due to the blank display. The insulin pump had a corroded motor home switch.